Event description:
After wearing a klearway appliance in his mouth for only a week, my husband had a serious cramping of his jaw. He stopped using the device that night and awoke the next morning with severe jaw pain and bell's palsy. He was treated with three weeks of prednisone. His eye would not shut and he had jaw pain and a drooping lip. It seems to be getting better after six weeks but his speech is still not right. We are certain it was from this appliance since he had no other symptoms and was seen at a hospital and had tests for lyme's which was negative and had no rash which might indicate a virus. Just wanted to report this incident to the FDA in case others have the same problem. The clearway device was made by facility. The inventor is a dr. I notified dr. Of this injury but he denies anyone had a similar experience. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced: yes.